Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "failed ds occ test." Was not reproduced. A review of event history log revealed downstream occlusions are present. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.